Event description:
It was reported that a creo mis locking cap loosened approximately one year and two months post-operative.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. Post-operative imaging provided appears to show the locking cap to be outside of the screw head. The exact cause of the reported issue could not be determined.